Manufacturer narrative:
Internal report reference number: (B)(4). B2 adverse event report is being submitted due to symptoms related to diabetes: dizziness and feeling hyperglycemic. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern: unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 205, 277, 224 and 208 mg/dl. The customer¿s expected am/upon rising fasting blood glucose test result range is under 150 mg/dl. The customer reported symptoms of dizziness and feeling hyperglycemic. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer pm fasting and produced test result of 218 mg/dl using true metrix go meter. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is 09/21/2024 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (customer stated she sleeps late and the pm fasting results in the meter memory were performed upon rising): result 1: 186 mg/dl, date: 6/30/23, time: 12:29pm fasting upon rising, result 2: 205 mg/dl, date: 6/30/23, time: 12:29pm fasting upon rising, result 3: 277 mg/dl, date: 6/29/23, time: 4:06pm non-fasting , result 4: 224 mg/dl, date: 6/29/23, time: 1:19pm fasting upon rising, result 5: 208 mg/dl, date: 6/28/23, time: 1:10pm fasting upon rising.